Event description:
Caller reported that the pump battery would not charge, and the charging connection was unstable or not recognized. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer attempted charging with different wall outlets and adapters without success. Technical support decided to replace the pump and confirmed that customer would use multiple daily injections as backup therapy to ensure continuous insulin delivery. Customer was instructed to put the pump into storage mode and return it with a pre-paid label.